Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loose connection with the video connector could not be identifed. It was also noted that the connector not fitting tightly was not reproduced during the evaluation, therefore the cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro video system center video connector was loose with no image occasionally. The event was found during reprocessing. The intended procedure was completed with no delay, however, it is unknown what device it was completed with. The name of the intended procedure is unknown. No other devices were involved in the event. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video connector was loose which resulted in no image or stripes on the image occasionally. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.